Manufacturer narrative:
(B)(4). This is report 2 of 2 associated with this issue. The sample has been reported to be available for evaluation and has been requested a follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The unused set was received in original packaging in reference to packaging related defect. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set were visually inspected and it was noted that the pouch was unsealed along the flow wrap seal. The complaint was confirmed in the lab for packaging related defect. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report of a broken overpouch. There was no patient involvement and no patient injury or medical intervention was reported along with this complaint.